Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited unspecified over-sensing. No intervention was performed. Patient status was not reported.

Event description:
New information received notes that the patient presented for follow-up visit at the clinic. It was noted that the right atrial (ra) lead exhibited over-sensing due to electromagnetic interference which resulted in inappropriate mode switch. The patient was in stable condition.